Manufacturer narrative:
Block b3: the date of the event was approximated to 7/1/2024 based on the date the manufacturer became aware of the event. Section e: this event was reported by the sales representative. The health care facility is: (B)(6). Block h6: imdrf device code a090402 captures the reportable event of unable to deliver energy.

Event description:
It was reported to boston scientific corporation that a rotatable small oval med stiff snare was used during a procedure performed on an unknown date. During the procedure, the energization could not be performed. The procedure was completed with another rotatable small oval med stiff snare device. There were no patient complications reported as a result of this event.